Event description:
It was reported that approx 11 months post 2.5x12mm promus stent implantation in the proximal left anterior descending artery (plad), the pt experienced chest pain. On (B)(6)2010, the pt was hospitalized. Angiography revealed 95% in-stent restenosis and new stenosis proximal and distal to the stent. Balloon angioplasty with a non-abbott dilatation catheter was performed in-stent and the distal stenosis was treated with a 2.0x8mm mini vision stent, leaving a residual stenosis of less than 10%. There was no adverse pt sequela and on (B)(6)2010, the pt was discharged to home. Although requested, there was no add'l info provided. (B)(4)

Manufacturer narrative:
(B)(4). The reported angina and re-stenosis are listed in the instructions for use and as known adverse events. The pt was hospitalized and was treated with balloon angioplasty and add'l stenting. Although a conclusive cause for the reported pt effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to mfg, design or labeling and the treatments appear to be related to the operational context of the procedure.